Event description:
Taken off aspirin 5 days before gi endoscopy procedure. Had a heart attack in gi treatment room. "Aspirin withdrawal". Was doing great months before treatment. Received tpa drugs and transferred to hospital for cardiac cath. Stent blockage confirmed.